Manufacturer narrative:
The calibration and qc recovery was requested but not provided. The investigation found the sample shows an unknown interference that cannot be significantly reduced upon dilution. The investigation did not identify a product problem. This event occurred in (B)(6). Unique identifier (UDI) (B)(4).

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result for one patient with the cobas e 801 module serial number (B)(4). The initial result was >3,000 pg/ml. This result was reported outside the laboratory and questioned by the physician as it was not suitable for the patient's clinical condition. The sample was repeated on a 1:5 dilution with a result of 1,400 pg/ml.